Manufacturer narrative:
Additional narrative: philips has investigated this complaint. During system startup it was noted that the wireless footswitch was not responding. A wired footswitch was connected. A philips engineer inspected the system onsite and replaced the wireless footswitch and wireless base station. Philips has identified that the most probable cause of the reported failure is a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: codes updated based on investigation.

Event description:
It has been reported to philips that there were problems with the wireless footswitch. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.